Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, high hv lead impedance was observed. The physician was concerned about this measurement trending on the high side, due to competitor lead. Patient will continue to be monitored.